Event description:
On (B)(6) 2014, the patient contacted animas alleging that the battery compartment was damaged. The patient noted that the issue had been ongoing for the past two weeks and that he had been experiencing elevated blood glucose (bg) of 275mg/dl with nausea. The patient reportedly remained on the pump. The patient confirmed that there was no damage to the battery cap and no moisture in the battery compartment. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the battery compartment issue unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2014 with the following findings:investigation revealed that the battery compartment was cracked. The battery cap secured properly and no power issues were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.